Event description:
(B)(4), states that the right rear leg of the 65650 rollator allegedly bent in while emergency medical services (ems) was rolling the end user out the door. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) 2012: (B)(4), states that the right rear leg of the 65650 rollator allegedly bent in while emergency medical services (ems) was rolling the end user out the door. There was no injury reported. A warning is stated on page 1 of the operating instructions for this rollator, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated." The "malfunction" occurred due to the failure to follow instructions.